Event description:
Pt undergoing hemodialysis. 5 mins into procedure, filter showed small blood leak and was changed to another co's dialyzer and treatment completed uneventfully. Hrs later, pt started complaining of eyes burning, loss of sight, headache, loss of hearing, lethargy, weakness, etc. Problems continue to some degree.

Event description:
Pt undergoing hemodialysis. Nine mins into procedure, filter showed small blood leak and was changed to another co's dialyzer and treatment completed uneventfully. Hrs later, pt became symptomatic, complaining of eyes burning, loss of vision, headache, loss of hering, lethargy, weakness, etc, problems continue to some degree.

Event description:
Pt undergoing hemodialysis. Fifty mins into the procedure, filter showed small blood leak and was changed to another co's dialyzer and treatment completed uneventfully. Hrs later, pt became symptomatic, complaining of eyes burning, loss of vision, headache, loss of hearing, lethargy, weakness and other problems. Problems continue to some degree.

Event description:
Pt had hemodialysis, this dialyzer being used. One hr and 20 min into treatment, dialyzer had blood leak and was changed to another co's dialyzer, treatment completed. Several hrs pt became symptomatic. C/o burning eyes, loss of vision, loss of hearing, headache, and other problems.

Event description:
Pt undergoing hemodialysis. 35 mins into treatment dialyzer had blood leak and was changed to another co's dialyzer, treatment completed. Hrs later pt started complaining of inability to see, eyes burning, loss of hearing, headache, lethargy, weakness, etc, problems continue.

Event description:
Pt undergoing hemodialysis. Two hrs and 47 mins into procedure, filter showed small blood leak and was changed to another dialyzer and treatment completed uneventfully. Hrs later, pt started complaining of eyes burning, loss of sight, headache, loss of hearing, lethargy, weakness, etc. Problems continue to some degree.

Event description:
Pt undergoing hemodialysis. One hr into the procedure, filter showed a small blood leak and was changed to another co's dialyzer and procedure completed uneventfully. Hrs later, pt became symptomatic, complaining of eyes burning, loss of vision, headache, loss of hearing, lethargy, weakness and other problems. Problems continue to some degree.